Event description:
It was reported that the as lvp 20d 2ss 15m had flow issues and couldn't be primed. The following information was provided by the initial reporter: "unable to prime".

Manufacturer narrative:
Correction: the manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v.

Event description:
It was reported that the as lvp 20d 2ss 15m had flow issues and couldn't be primed. The following information was provided by the initial reporter: "unable to prime".

Manufacturer narrative:
H6: investigation summary: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with water. The customer complaint that item was unable to prime could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 24302-0004 lot number 20065280 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss 15m had flow issues and couldn't be primed. The following information was provided by the initial reporter: "unable to prime".